Event description:
Device 1 of 2. Ref MFR report # 1627487-2011-06333. The pt (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported the ipg was explanted and replaced on the same day due to overstimulation. However, the second ipg also produced overstimulation. Efforts to resolve the issue via intraoperative troubleshooting proved unsuccessful. The physician elected to leave the second ipg implanted and will attempt to overcome the overstimulation issue via reprogramming.

Manufacturer narrative:
Results: the ipg was functionally tested and passed all testing. The saline test was performed to check for any extraneous stimulation. No anomalies that could have caused shocking at the ipg pocket site were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.